Event description:
Distributor reported potential false negative hcg results on the hcg combo device sp brand rapid test on one patient. The urine tested a weak positive on the customer's current kit and the bhcg quantitative result was 40 miu/ml. There was no reported adverse patient sequela. There was no patient information provided.

Manufacturer narrative:
The customer did not provide a lot number. Alere is unable to perform further investigation and determine root cause due to insufficient information in the event details. No product information was provided; therefore, lab testing is unable to be performed. Customer claimed that hcg quantitative assay in serum was 40miu/ml. Urine sample was tested with cardinal kit. Hcg in urine may vary from serum due to dilution of urine. Without urine sample analysis, unable to determine product performance. Review of monthly trend of hcg false negative complaint in 2013. The trend was flat. This issue will be tracked and trended.